Event description:
The customer reported to customer service that her pump in style pump had low suction and she developed mastitis and was treated witha n antibiotic which was prescribed by a physician.

Manufacturer narrative:
The customer received a replacement pump. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis". Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time.

Manufacturer narrative:
The pump in style breast pump was returned to medela and evaluated. The evaluation showed that the pump passed all functional tests.